Event description:
Following a diagnostic procedure an angio-seal device was placed in a pt's right groin. The pt ambulated several times after the procedure without difficulty. Later that afternoon the pt complained of numbness in his lower right extremity. A doppler study revealed decreased blood flow below the puncture site. The pt was taken to surgery where foreign material and fresh thrombus were removed from the right common femoral artery. The pt was noted to have good posterior tibial pulses following the procedure. As of 10/5/1998 there has been no further report to the MFR of complication or pt sequelae.